Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states their blood glucose level at the time of incident was 600mg/dl. The customer's current level is 498mg/dl. Troubleshoot was conducted. The customer states that the tubing on the quick set has a white part by the cover to the reservoir. The customer will be sending the set back, and receiving a replacement. The customer was advised to monitor the device, and to call back if issues persist.